Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The lower portion of the screw was returned for review. The top portion of the screw was not returned. The complaint is confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured inside implant.